Manufacturer narrative:
If the product is returned to bwi, an analysis will be performed and a 3500a supplemental was submitted to the FDA. According to the physician, there was no device malfunction. Concomitant device: celsius, thermo-cool, electrophysiology catheter, catalog # di7tcflrt, lot # unknown manufacturer reference # (B)(4).

Event description:
During an ablation for a patient suffering from a flutter, a soft pop was heard followed by a much louder pop. In addition, the physician felt the second pop in the handle of the catheter and the patient shook slightly. A bwi irrigated thermocool catheter was being utilized. The result of the incident was a tear at the base of the right atrium and inferior vena cava. The patient was saved by a cardiac surgery intervention thanks to a lateral clamp. The following are the parameters utilized during the ablation: 50w 30ml and 45°c with the thermocool. No increase in impedance during the second pop. Impedance remained normal during the ablation. Temperature was 42°c at the time of the second pop while operating in temperature control mode. The second pop occurred 28 seconds after rf application. The patient was immediately managed with pericardial drain and echo and directly sent to the operating room. The physician found an important tear of the right atria and the inferior vena-cava. He was able to quickly clamp the zone and repair the lesion. The hemodynamic status was correct at the end of the procedure, but the evolution was a deterioration of the hemodynamic inducing an increase of vasoactive drug. The physician performed an echocardiography showing a complete sideration of the left ventricle. The surgery was successfully completed but 2 hours later the patient was declared dead.

Manufacturer narrative:
Manufacturer reference # (B)(4). Upon investigation, the stockert generator was found to be functional and passed all performance and safety tests. The device history record for stockert 70 rf generator, serial # (B)(4) was performed and no anomalies were noted in manufacturing or servicing of this equipment.